Manufacturer narrative:
Additional information was received indicating that at the time of incident, the patient was on a one way valve. The patient had complaints of increase in work of breathing and desaturated. At that time the cuff was observed to be inflated. Staff then deflated the cuff and again it was observed that the cuff re-inflated on itself. There were no further reported adverse effects.

Manufacturer narrative:
Event occurred in (B)(6).

Event description:
Information was received indicating that a smiths medical suction aid cuff port was inflating on itself and causing the patient to be in distress. The cuff was reviewed by the staff and it was found to be re-inflating itself and was not staying deflated. The staff decided to change the tube. There were no reported adverse events.